Event description:
Country of complaint:(B)(6). Needle detached from thread, found when opening envelope.

Manufacturer narrative:
Mfg site eval: samples received: 31 unopened pouches and 1 opened. There are previous complaints of this code batch. There are no units in OEM stock. We have received 31 closed samples and one open sample with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of th eclosed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the results of samples received do not fulfill the specifications of the OEM so it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.